Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted into the patient on (B)(6) 2026. On (B)(6) 2026, medication leakage was observed from the catheter. At the time of the event, the patient was receiving double-dose sodium nitroprusside at a rate of 60 ml/hr. As a result of the leakage, the central venous catheter (cvc) was removed and replaced with a new device. It was reported that there was no adverse or serious injury reported due to this event. Good faith efforts were made to obtain additional information regarding the reported device issue and patient outcome. However, no response or additional information was received.